Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the insulin gauge was inaccurate. Additionally, it was reported that a cartridge alarm occurred, indicating that the cartridge was over-filled. Despite the customer filing the cartridge with 230 units of insulin. Customer reloaded the cartridge to resolve the issues. Customer¿s blood glucose level was 390 mg/dl.